Event description:
It was reported that signal loss occurred. Performance data was reviewed. Signal loss was not found within the investigation window. The allegation was not confirmed. However, a transmitter failure was found in connection to the reported allegation. The probable cause was determined to be a low transmitter battery that led to a transmitter failure. No injury or medical intervention was reported.

Manufacturer narrative:
Cmpl-(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional d10: concomitant medical product - additional g3: date received by manufacturer - additional h2: additional information h6: type of investigation - additional.

Event description:
Subsequent to the initial MDR, additional information is available.